Manufacturer narrative:
Additional information obtained on 2/29/2024: the customer called back and reported use error. The user stated that the lancet was not properly seated in the device, which is why it was protruding.

Manufacturer narrative:
Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device.